Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The jaws of the stapler would not open therefore the stapler could not fire. The surgeon was unable to squeeze the handle. Opened another device to complete the case. No patient involvement.